Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Medwatch with identifier (B)(6) is mobile system 1, medwatch with identifier (B)(6) is mobile system 2. Strips not available for return

Event description:
Caller reported blood glucose results of 26 mmol/l on mobile system 1, 10.3 mmol/l on mobile system 2 within 10 minutes. No adverse event was reported. Strips are not available for return.